Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d4 "UDI" does not apply to this product as it is not sold in the united states. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the e433 error was caused by a defective generator. The generator can be damaged by the following causes: - a defective tr1 transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Therefore a definitive root cause cannot be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the generator was giving an e433, permanent rebooting error message. The issue was found during preparation for use for a diagnostic gastroscope procedure. The procedure was completed with a similar device with no delay reported. There were no reports of patient harm.